Event description:
Septic arthritis/pseudo sepsis [septic arthritis] ([aching (l) knee], [unable to walk], [swelling of l knee], [effusion (l) knee]). Allergic reaction. Case narrative: this case is cross referenced with case (B)(4) (multiple devices), (B)(4) (same patient). Initial information received on 24-jun-2019 regarding an unsolicited valid serious case of united states received from a physician. This case involves an unknown age male patient who experienced septic arthritis/pseudo sepsis, allergic reaction (latency: unknown), while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection with unknown dosage frequency once via intra-articular route (lot number-unknown, information on lot number was requested) for osteoarthritis in left knee. On an unknown date in jun-2019, after unknown latency, the patient experienced an allergic reaction which was stated as a septic arthritis. The event of septic arthritis/pseudo-sepsis was assessed as medically significant and had required intervention. The event of allergic reaction had required intervention. Patient experienced knee pain and could not walk. Also, the patient had massive swelling in his right knee and pain and symptoms not quite as bad in the left knee. It was reported that 70 cc of fluid off his knee was pulled and was given cortisone injection. The patient was also treated for pseudo sepsis with compression and pt. It was reported that both his knees were still painful and swollen but he was walking further, it was stated that this was an immunologic reaction with 11% of the cases being reported. Final diagnosis was allergic reaction and septic arthritis/pseudo-sepsis. Action taken: not applicable for both events. Corrective treatment: cortisone injection, compression and pt for septic. Arthritis/pseudo-sepsis; cortisone injection for allergic reaction. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated on 06-aug-2019 for synvisc one, batch number: unknown with global ptc number: 59584. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 06-aug-2019. Additional information was received on 06-aug-2019. Global ptc number and results were added.

Manufacturer narrative:
Sanofi company comment dated 26-jun-2019: this case concerns a male patient who was on treatment with synvisc one and reported to have septic arthritis. The causality between the event and the suspect product cannot be denied because of the temporal relationship. However, lack of information regarding the technique used while administration of injection and the aseptic conditions maintained were unknown. Further, detailed information regarding other medications, medical history and clinical course of the event would aid in better assessment of the case.

Event description:
Septic arthritis/pseudo sepsis [septic arthritis] ([aching (l) knee], [unable to walk], [swelling of l knee], [effusion (l) knee]). Allergic reaction [allergic reaction]. Case narrative: this case is cross referenced with case (B)(4).initial information received on 24-jun-2019 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age male patient who experienced septic arthritis/pseudo sepsis, allergic reaction (latency: unknown), while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection with unknown dosage frequency 1x via intra-articular route (lot number-unknown, information on lot number was requested) for osteoarthritis in left knee. On an unknown date in (B)(6) 2019, the patient experienced an allergic reaction which was stated as a septic arthritis. Patient experienced knee pain and could not walk. Also, the patient had massive swelling in his right knee and pain and symptoms not quite as bad in the left knee. It was reported that 70 cc of fluid off his knee was pulled and was given cortisone injection. The patient was also treated for pseudo sepsis with compression and pt. It was reported that both his knees were still painful and swollen but he was walking further, it was stated that this was an immunologic reaction with 11% of the cases being reported. Final diagnosis was allergic reaction and septic arthritis/pseudo-sepsis. Action taken: not applicable for both events. Corrective treatment: cortisone injection, compression and pt for septic arthritis/pseudo-sepsis; cortisone injection for allergic reaction. Outcome: unknown for both events. Seriousness criteria: medically significant and intervention required for septic arthritis/pseudo-sepsis; intervention required for allergic reaction. A product technical complaint was initiated and results of the same were pending.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2019: this case concerns a male patient who was on treatment with synvisc one and reported to have septic arthritis. The causality between the event and the suspect product cannot be denied because of the temporal relationship. However, lack of information regarding the technique used while administration of injection and the aseptic conditions maintained were unknown. Further, detailed information regarding other medications, medical history and clinical course of the event would aid in better assessment of the case.

Manufacturer narrative:
Sanofi company comment dated 26-jun-2019: this case concerns a male patient who was on treatment with synvisc one and reported to have septic arthritis. The causality between the event and the suspect product cannot be denied because of the temporal relationship. However, lack of information regarding the technique used while administration of injection and the aseptic conditions maintained were unknown. Further, detailed information regarding other medications, medical history and clinical course of the event would aid in better assessment of the case.

Event description:
Septic arthritis/pseudo sepsis [septic arthritis] ([aching (l) knee], [unable to walk], [swelling of l knee], [effusion (l) knee]) allergic reaction [allergic reaction] case narrative: this case is cross referenced with case (B)(6) (multiple devices), (B)(6) (same patient). Initial information received on 24-jun-2019 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age male patient who experienced septic arthritis/pseudo sepsis, allergic reaction (latency: unknown), while he using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection with unknown dosage frequency 1x via intra-articular route (lot number-unknown, information on lot number was requested) for osteoarthritis in left knee. On an unknown date in (B)(6) 2019, the patient experienced an allergic reaction which was stated as a septic arthritis. Patient experienced knee pain and could not walk. Also, the patient had massive swelling in his right knee and pain and symptoms not quite as bad in the left knee. It was reported that 70 cc of fluid off his knee was pulled and was given cortisone injection. The patient was also treated for pseudo sepsis with compression and pt. It was reported that both his knees were still painful and swollen but he was walking further, it was stated that this was an immunologic reaction with 11% of the cases being reported. Final diagnosis was allergic reaction and septic arthritis/pseudo-sepsis. Action taken: not applicable for both events. Corrective treatment: cortisone injection, compression and pt for septic arthritis/pseudo-sepsis; cortisone injection for allergic reaction. Outcome: unknown for both events. Seriousness criteria: medically significant and intervention required for septic arthritis/pseudo-sepsis; intervention required for allergic reaction. A product technical complaint was initiated and results of the same were pending.